Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced numerous pump problems shortly after the implant of the device on (B)(6) 2012. No patient symptoms were reported and it was unknown what medication this device system delivered at the time of the event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information later received reported patient had a catheter revision in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure, pump failure and catheter failure had occurred (exact date not provided). The patient experienced spasticity, withdrawal and failure of therapy. Explant surgery was performed in (B)(6) 2017 (exact date not provided). No further complications were reported/anticipated.

Manufacturer narrative:
Outcome attributed to adverse event: updated to include intervention required. Type of reportable event: updated to include serious injury.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: neu_ascenda_cath, serial# unknown, product type: catheter, UDI: unknown, ubd: unknown. Analysis of the catheter (sn unknown) identified a hole in the catheter body which was not user related analysis of the pump not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.